Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensor was giving inaccurate readings. The customer also reported that they received multiple calibration error alarm and a change sensor alarm. The customer's blood glucose was around 105 mg/dl and sensor glucose was 40 mg/dl at the time of incident when it triggered threshold suspend. The customer stated that the alarm did not occur after performing find lost sensor. The customer was not experiencing intermittent calibration error alarms. The sensor will not be returned for analysis.